Manufacturer narrative:
Initial reporter email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: two openings, total delamination of the valve, crease flat, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: three striated openings on posterior and anterior, crack valve, and total delamination of the valve. Based on the device analysis the final assessment is: three striated openings on posterior and anterior assessed as surgical damage. A cracked valve seat diaphragm valve. Total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, d6a, g1.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade ii. Device has been explanted and replaced.